Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the reporter (pharmacist) contacted lifescan (B)(4) alleging that the lay user/patient's onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The pharmacist stated that the alleged inaccuracy issue began approximately 15 days ago. On (B)(6) 2015 at 9am a reading of 330mg/dl was obtained using the subject device compared to a reading using a nurses meter (exact result unknown, but stated to be significantly lower). The patient manages her diabetes using a combination of medications, specifically lantus and metformin, and it is unknown if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The pharmacist stated that the patient experienced symptoms of feeling significantly tired and weak for a few weeks, and reported that the home health care nurse had increased the patient's medications since (B)(6) 2015 to include repaglinide (2mg, 2 tablets per day), metformin 500 per day (double previous dose) and an additional 5 units of lantus (daily total of 65 units) in response to the alleged elevated results obtained. At the time of troubleshooting, the csr noted that the correct testing procedure was being used and the test strips were stored correctly. The csr also noted that the reporter/patient did not have any control solution. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 3.the test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up# 1. The test strips and meter have been returned and evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # x. The lay user/patients x have been returned and evaluated by lifescan product analysis with the following findings: the xx passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 : supplemental sent to correct information previously submitted. Extraneous text included within the "corrected data" on previous follow-up; this should not have been included.